Event description:
On (B)(6) 2012, the dental hygienist reported numerous mirrors have fallen apart recently and the staff has been discarding them into the trash. She stated one of the mirror surfaces became unglued and fell into a patient's mouth while the hygienist was using it to view a lingual surface of a tooth. There was no injury to the patient.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.